Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 401 mg/dl and felt poorly upon waking and had symptoms of dehydration. It was reported that 2.55 units of insulin via syringe was given to help correct the bg. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that their healthcare provider recently made changes to their basal rate. During troubleshooting with customer technical support (cts), it was revealed that the pump was not delivering the basal rate as programmed and the basal history did not match the active basal program. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the basal history not matching the active basal program.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: the bb starts on 2016-04-23. The black box data/histories for the event have been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflect the users programmed basal rates. During 24hr duration testing pump emits cs-088 alarm. Unable to complete 24hr test. Pump fails leak test fails due to damage to pump case. Removal of shows evidence of internal moisture was on the internal components and pcb. Unable to adequately investigate due to internal moisture ingress in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.